Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to a medical center after a shock episode. The health care professional (hcp) called technical services (ts) and requested review of device data to confirm device operation. It was noted that the patient was in an atrial arrythmia with possible rapid ventricular response (rvr). Upon review of the presenting electrogram (egm), ts determined that the device delivered inappropriate shock. The shock therapy converted the rhythm. The presenting egm shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.